Manufacturer narrative:
The device was returned to olympus for inspection and the investigation could not confirm the reported event of monitor without visibility. In addition, the investigation found that the adhesive on bending section cover (a-rubber) has a chip and the light guide (lg) lens has dirt. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, the most probable cause of the light guide lens has dirt could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope fiber optics was without visibility on the monitor. The issue was found during preparation for use and before the patient was in the room. There were no reports of patients¿ harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) has a chip and the light guide (lg) lens has dirt. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.